Event description:
A device was installed at this facility on 8/25/93. The pt was to obtain chemotherapy at another facility. Prior to the chemo administration, a test to assure patency was performed with saline. During this verificatioin process, the pt experienced pain. A venogram was done and revealed the system to be leaking at the connector between the catheter and the port. On 8/31/93, the system was removed at our facility and replaced with a new system on the other side. Co was notified by phone on 9/2/93 by the or director. The system is being held for further inspection.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: port. Conclusion: device failed just prior to use. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.